Event description:
It was reported that a pump keypad is inoperable. It was reported that any key selected on the bottom row outputs a y. It was reported that the #8 and #9 keys are inoperable. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The unit was tested for 24 hours with no keypad output response anomalies were apparent during eval. Each key was tested and found to function correctly without any anomalies. The keypad was delaminated and examined under a microscope, and no failures were evident on the keypad. The keypad will be replaced due to delamination.